Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of an right atrial (ra) lead the lead exhibited high thresholds. It was also reported that the during attempted implant of the right ventricular (rv) lead the helix tines were unable to be extended/ retracted after 6-7 deployments. The leads were not implanted and a replacement lead was used instead. No patient complications have been reported as a result of this event.